Event description:
It was reported that the pump infusing precedex drip, pump unplugged to reposition wires, pump quit running and alarmed biomed,medication moved to another pump and pump taken out of room. No patient injury was reported.

Manufacturer narrative:
No product was returned by the customer. As a result a complaint investigation / product evaluation and problem confirmation cannot be performed.